Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer's representative (rep). It was reported that the patient was at the hospital and "the pump died a few days ago and the patient was in withdrawal". The patients family/friend did not know any more details because the "hospital does not know anything about the pump, so they can only keep the patient comfortable and were giving the patient 40 mg oxycontin by mouth". The patient started having withdrawal which started (B)(6) 2017 around 2 am per their estimation. The patient was "in the fetal position and at the hospital, he was doing rough". The rep stated that they checked the pump on 2017-aug-18 and per the event logs on (B)(6) 2017 at 02:01 there was a motor stall with no recovery to date. No other anomalies were confirmed via the event logs. The pump was refilled on (B)(6) 2017 at 11:41 and the healthcare professional (hcp) noticed the motor stall had occurred. The rep stated that the pump was refilled and programmed to minimum rate mode and the patient was admitted to the hospital. The intrathecal morphine concentration was 20 mg/ml but the rep did not know what the intrathecal dose was at the time of the stall. The pump was doing nothing out of the ordinary at the time of the stall. There were no details of the affected pump being replaced at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider regarding a consumer. It was reported that the patient came in on (B)(6)2017 and hooked up the device to see if it's working and found that it is not working. They are trying to get him in to have surgery with the physician instead of having him sit in pain. The patient is on oxycontin. They might do the pump replacement surgery on (B)(6)2017 but can't reach them

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. It was reported that the pump was r eturned to the manufacturer for analysis. There were no further complications reported/anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 20 mg/ml; 8.991 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms noted as sweaty and drowsy. An active motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging. The hcp programmed the pump to minimum rate mode and the patient will be sent to the emergency room (ER) for symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and stall due to gear wheel 3. Result code (B)(4) no longer applies. Conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.